Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Promus premier ous mr 20 x 3.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found that the stent was damaged and moved distally on balloon. The stent had moved approximately 2mm in distal direction along the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing crimp data for this device was reviewed and the crimping process and controls did not highlight any anomalies. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on analysis completed on 30-sep-2017. It was reported that shaft break before the hub occurred. The target lesion was located in a coronary artery. A 20x3.50mm promus premier¿ drug-eluting stent was advanced but shaft was found to be broken before the hub. The device was removed from the patient's body. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.